Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld broke during use. The following information was provided by the initial reporter: "retracting needle breaks off when puncturing an eraser from a vial of pantomed."

Manufacturer narrative:
H.6. Investigation summary bd has been provided with a sample for catalog 303129 lot 191129 to investigate for this record. Visual examination of the returned sample shows a broken hub at the level of presfit. As a result, bd was able to verify the reported issue. Based on available information and since no evidence of issues or abnormality in the batch history review, a root cause related to the needle manufacturing process is not possible to determine at this time. The device history review showed no indication of the alleged defect. No corrective actions are required at this time.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld broke during use. The following information was provided by the initial reporter: "retracting needle breaks off when puncturing an eraser from a vial of pantomed."